Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain. It was reported that the charging has been taking longer for the patient, almost 2 hours. The patient was holding the recharger right on-top of the ins and was getting excellent coupling. When fully charged the ins lasted 7-8 days. The rep had met with the patient to troubleshoot and they were doing better, but then on (B)(6)2019 it took the patient 3 hours to charge. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was still having long recharge durations despite having the recharger in the same spot and getting excellent recharge quality. Recharging stats showed that a couple recharge session were longer than expected. The rep then reported that the recharging speed was set to 1, and so the rep changed it to 4 and this was expected to resolve the issue. No patient complications were reported.